Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the nurse was preparing to do an infusion, but the luer-lock connection (brown head) fell off.

Manufacturer narrative:
(B)(4). The customer returned one distal luer hub for analysis. The rest of the catheter was not returned. Visual analysis revealed that the distal luer hub had separated from the extension line. Microscopic examination also revealed that a portion of the extension line was still lodged inside the luer hub. Damage was also observed on the distal end of the luer hub. Dimensional inspection could not be performed as the entire catheter was not returned for analysis. The extension line wall thickness could not be measured as the only returned portion was fully recessed within the hub. Functional inspection could not be performed as the rest of the catheter was not returned for analysis. A device history record was completed with no relevant findings. The IFU provided with the kit warns the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained, and further consultation requested". The report of an extension line/luer hub separation was confirmed by complaint investigation of the returned sample. A device history record was completed with no relevant findings. Visual analysis revealed that the distal extension line had separated directly adjacent to the brown luer hub. A portion of the extension line was still secure inside the luer hub. Despite confirming the defect, the root cause cannot be determined as the rest of the catheter/distal extension line was not returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the nurse was preparing to do an infusion, but the luer-lock connection (brown head) fell off.

Event description:
The customer reports that the nurse was preparing to do an infusion, but the luer-lock connection (brown head) fell off.

Manufacturer narrative:
Qn#(B)(4). The customer returned the brown hub alone on 12-mar-2020, then returned the rest of the catheter on 04-may-2020. Visual inspection of the catheter revealed the distal extension line had been taped over. The amount of tape made it difficult to examine the point of separation on the extension line. However, once the tape was removed, the points of separation were found to be rough and jagged , consistent with undue force being applied to the extension line. Remains of the extension line were found inside the luer hub. The length of the catheter body measured 217 mm which is within specification of 207-227mm per product drawing. The inner diameter of the distal extension line within the luer hub measured 0.057", or 1.4478 mm, which is within specifications of 1.42-1.50 mm per distal extension line extrusion graphic. The outer diameter of the distal extension line measured 2.20 mm which is within specifications of 2.13-2.21 mm per product drawing extrusion. The proximal and medial extension lines were flushed using a lab inventory syringe to ensure there were no blockages. The distal end of the catheter was then clamped, and a water-filled lab inventory syringe pressurized each remaining line. No leaks were detected in the distal or medial extension lines. A manual tug test confirmed the proximal and medial extension lines were fully secured within the luer hubs. The IFU provided with this kit warns the user, "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." It also precautions the user, "to minimize the risk of damage to extension lines from excessive pressure , each clamp must be opened prior to infusing through that lumen." The report of an extension line/luer hub separation was confirmed through the complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. The catheter and extension line met all relevant dimensional requirements and a device history record review based on sales history did not reveal any relevant findings. The separation points were jagged, consistent with undue force. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.